Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Unknown when device discontinued spinning. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: an investigation at the complaint handling unit indicated that the devices were manufactured to an old design, that has since been updated, and this device has not been serviced since changes were implemented. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service & repair history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: serial/lot no: (B)(4)/5180975. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is (B)(6) 2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A second service & repair history maintenance review was performed. The investigation of the complaint articles indicates that: the customer reported the power was on but the device would not spin or rotate bits. The repair technician reported the motor was making a grinding noise, and the device required a total rebuild. Total rebuild needed is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(6) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the power of the hand piece for battery powered driver would turn on but would not spin/rotate bits. Item was used for sales training, no surgery/patient involvement. This is report 1 of 1 for (B)(4).